Event description:
It was reported that during a remote follow up, undersensing resulting in post sensed t-wave oversensing was noted on the right atrial (ra) lead. Provocative testing was performed and no sensing abnormalities were observed. Diagnostic imaging was performed and no ra lead abnormalities were observed. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.